Event description:
Additional information received indicated that the device and electrode were subsequently explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an infection was suspected with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. Surgical intervention was performed and the device pocket was cleaned. It was reported that the physician did not see an infection. The system remains implanted and the patient plans to be monitored. No additional adverse patient effects were reported.